Event description:
The customer reported the system was not tracking with the debrider attachment. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was inspected. The engineer was able to track with the straight and french pointers and also the debrider attachment. The failure could not be identified nor duplicated. The system was found to be working as intended.